Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible gel bleed"

Event description:
Patient representative reported left side concern with product. Healthcare professional reported MRI indicates left side "possible gel bleed." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported anxiety-product/procedure and gel bleed was received august 30, 2022, with lot number 2979059. Analysis of the returned device identified: weight to the spec and deformation device. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient representative reported left side concern with product. Healthcare professional reported MRI indicates left side "possible gel bleed." Device was explanted and replaced.